Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the pump black box data showed evidence of call service (088) alarms on (B)(6) 2015. During testing, the pump emitted a 088 call service alarm. The pump cover was opened and moisture contamination was found on the processor circuit. Unrelated to the complaint, the battery compartment was cracked and had damaged threads. The returned battery cap had damaged threads.